Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the rio did not provide accurate feedback with leg length and offset when using the arrays and markers, then it froze which cause a case delay of approximately 30 - 35 mins. The outcome of the case was successful.

Manufacturer narrative:
Reported event: an event regarding hlos values not updating involving 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method & results: device history review: a review of the DHR associated with rio 150 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding hlos values not updating. There were no other reported events for the listed catalog number. Conclusion: the session data from the case was reviewed. An analysis of the warnings, hlos calculations, and free memory was completed. The logs show the hlos calculation was performed and the function to update the display was called. However, the display was not updated per user claims. System free memory was low and could be the contributor as to why the display did not update. The warning for seating the rio consumes resources and could contribute to lag display updates.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the rio did not provide accurate feedback with leg length and offset when using the arrays and markers, then it froze which cause a case delay of approximately 30 - 35 mins. The outcome of the case was successful.